Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901u1ues9gzb4. Hardware: sm-s901u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to approximately 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (hip/buttocks), the cannula was found to be dislodged and bent. It was also reported that the skin at the infusion site appeared to be red. It was reported that the patient experienced malaise and that there were ketones present (method measurement and value not provided). The patient was treated with insulin and intravenous fluids. The patient was discharged the next day on (B)(6) 2026.